Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 19-dec-2025, it was reported by a sales representative via (B)(4) that an ar-9530m-03 univers revers trial was chipped. This was discovered during a procedure with no patient harm.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation was confirmed. One unpackaged ar-9530m-03 arthrex® univers revers¿, trial humeral insert 39 +3, batch 391215, was received for evaluation. Visual inspection identified damage to the device body. The connector hole was deformed with missing material. Scratches were observed on the side of the device, and a hole was present on the front face, most likely caused by contact with a sharp tip from another device. The most likely cause of the reported failure is wear and tear on the device due to repetitive reprocessing and use. Manufacturing 2021.